Manufacturer narrative:
The product will not be returned for analysis, since it remains implanted. Additionally information will be submitted within 30 days of receipt.

Manufacturer narrative:
Resistance was encountered inserting a trufill dcs orbit galaxy ((B)(4)) through a boston scientific sl-10 microcatheter resulting in kinking of the delivery system. After removal of this coil there was no problem with delivery of the next galaxy coil ((B)(4)), but there was delayed detachment. The coil was deployed in the patient, but a tail was left coming out of the aneurysm. No additional intervention was performed due to this event. The target site was a 6-7 mm side wall wide necked internal carotid artery aneurysm. The neck was 3-4 mm with a neck to sac ratio of 1:2. No balloon or stent remodeling devices were used during the procedure. An adequate continuous flush was maintained through the microcatheter at all times. Additional force was utilized with advancement and withdrawal of the first galaxy system ((B)(4)). The (B)(4) galaxy entered and filled the aneurysm perfectly without resistance. The syringe which had been used successfully with two previous coils was connected properly with the coil delivery system hub. The syringe pressure had not been taken past the green zone prior to attempt to detach this coil. There were no leaks or damages noted on the syringe and the same syringe was used successfully with subsequent coils to complete the procedure. No damages were noted on the delivery system after the y-connector was closed. The (B)(4) trufill dcs orbit galaxy coil remains implanted and the delivery system was not returned for analysis. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the delayed detachment of the coil. The wide necked characteristic of the aneurysm is a factor that may have contributed to the coil protrusion after detachment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Via the risk management process, an investigation has been opened to address this type of failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13500371 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 49 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, an attempt was made to introduce a galaxy frame 6mmx 20cm coil into the boston scientific sl-10 (mc) microcatheter and the coil met resistance which in turn resulted in the kinking of the hypotube of the galaxy coil. During insertion, after the resistance was met, additional force was utilized to advance or remove the coil/delivery system. Suggestion was made to use a different microcatheter, but declined and discarded the coil. During placement of the first coil, an adequate continuous flush was maintained through the mc at all times. The second coil inserted was galaxy fill 5mmx15cm coil which entered and filled the aneurysm perfectly, but had a delayed detachment and as a result left a tail coming out of the aneurysm. The coil was deployed in patient, but there was no patient injury. Prior to the delay detachment, two coils were detached with the syringe. No damages were noticed on any section of the syringe, and the syringe was connected properly with each delivery system hub. Prior to the delayed detachment, the syringe was not taking past the green zone, position 3 or the red zone exceed. After the event, no damages were noticed on the syringe or delivery system, and the same syringe was utilized to complete the procedure. No other procedures were performed to deal with the coil protrusion. A balloon or stent remodeling product was not used during the procedure. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system. The target site was the left internal carotid artery (ica) with a larger neck sidewall aneurysm that measured 6-7mm, neck 3-4mm, and a neck to sac ratio of 1:2. Medication given prior-procedure consisted of plavix and aspirin. The procedure was completed. There was no further information available. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, an attempt was made to introduce a galaxy frame 6mmx 20cm coil into the boston scientific sl-10 microcatheter and the coil met resistance which in turn resulted in the kinking of the hypotube of the galaxy coil. Suggestion was made to use a different microcatheter, but declined and discarded the coil. The second coil inserted was galaxy fill 5mmx15cm coil which entered and filled the aneurysm perfectly, but had a delayed detachment and as a result left a tail coming out of the aneurysm. The coil was deployed in patient, but there was no patient injury.